Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000136856. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during implant procedure the patient experienced a cerebrospinal fluid (csf) leak. Patient experienced a headache on the day of procedure only and was directed to lay flat and given caffeine. Physician performed a blood patch following implant procedure. Headaches resolved after procedure.